Manufacturer narrative:
On (B)(6) 2023 the lens was exchanged for a similar lens. This resolved the problem. Claim# (B)(4).

Manufacturer narrative:
Additional information: refractive surprise was reported for the exchanged lens. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -4.5/+0.5/158 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2021. The patient experienced refractive change over time which was assessed on (B)(6) 2023. Lens remains implanted.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).